Event description:
It was reported that an ilet user experienced hyperglycemia after a cgm signal loss and reconnection during a meal, with continued elevated glucose despite tubing primed with visible drops and resumed insulin delivery; the user employs a g7 sensor and cartridge-driven infusion, and later supply replacement was performed after blood was noted on the infusion site tape. Symptoms included elevated blood glucose. Outcomes included stabilization of glucose following supply change. Investigation included remote troubleshooting, infusion set and tubing assessment, and guided replacement of supplies. Investigation of this case revealed no device malfunction observed during troubleshooting, with findings consistent with infusion site integrity issues or interruption of insulin delivery prior to the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.